Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 12/04/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings: during evaluation, the battery compartment was found to be cracked. Unrelated to this, evaluation revealed that the keypad cover was torn over the up arrow button. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(4).